Manufacturer narrative:
MFR's report date on: (B)(6) 2014. Internal file no: (B)(4). The model/catalog identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is indicated: "UDI". The 510k number provided is for the domestic similar product. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.

Event description:
The customer reported the smartsite was broken. The female luer adapter (fla) came away with the syringe. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No additional info provided.